Manufacturer narrative:
The investigation into the reported issue has been completed. No device was received for evaluation. Device history record review confirmed that the pump passed all post-sterile inspection checks. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records. Impella cp with smart assist system instructions for use for the related event (lschemia) are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Event description:
The complainant reported a 57 year old male patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. Patient required multiple rounds of defibrillation during placement of the pump. It was further reported that the leg on the side where the impella was placed was presenting signs of ischemia as distal pulses were unable to be found. The pump was later repositioned as the impella was observed to be too deep within the papillary muscle. The patient was also taken to the catheterization laboratory for placement of an external sheath bypass. Patient tolerated the procedure and condition was stable post procedure.